Event description:
A customer reported a "faulty phaco tip" during surgery resulting in a corneal burn. No sutures were required and patient status is unknown at this time. Additional information has been requested.

Manufacturer narrative:
The company representative examine the system and replaced the fluidics module. The system was then tested and met product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).